Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the valved trocars are damaged and do not have the valve, fluid starts to come out and fogs the lens during a vitrectomy procedure. The procedure was completed and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Five opened 23 gauge trocar assemblies were received in two bags for the reported issue of leaking. The returned samples were visually inspected and all 5 trocars were found to be damaged. Samples 1 and 2 had extended septum slits, samples 2 and 3 had damaged/torn septums, and sample 5 had the septum overlapped and would not close. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. Photo attached to the parent complaint was reviewed by the manufacturing site. The photo is only of a pak label, which confirms the reported product and lot numbers. The exact root cause could not be determined from the investigation performed. The returned samples were all visually nonconforming and this damage could cause the trocars to leak. Since the samples were returned used, how and when the samples became damaged could not be determined. A possible root cause could be related to a handling issue. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).